Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient presented to the emergency room (ER) on (B)(6) 2025 and was subsequently hospitalized due to hyperglycemia associated with the off-label use of apidra insulin and symptoms of dry heaving. At the time of hospitalization, the patient's blood glucose level was 23.0 mmol/l, and ketones were positive. The patient was treated with bolus insulin injections and intravenous therapy. The ER stay lasted less than 24 hours. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05-feb-2026 against "lot number 6012428 and similar malfunction code(s) insulin not approved for the infusion set. The review confirmed that lot 6012428 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Device history record (DHR) review: the lot 6012428 was manufactured according to the work instruction (wi) version 82 and manufactured in multivac m12 on 09-mar-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: no device, components, or physical evidence were available for evaluation; therefore, visual inspection and retain-sample testing could not be performed. Based on the event description, assigned malfunction code, and the limited information provided, the reported failure could not be confirmed. Conclusion: no further investigation activities were required. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012428 and related malfunction codes. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.